Event description:
Before closing the skin and when they were irrigating the abdomen, smoke started coming from the single use disposable suction irrigation system and water flow could not be regulated from the product. They needed to cut the connection for it to stop with the flow of water and the smoke or heat that causes it to smoke.